Event description:
Report received of an underdelivery. At 1200, the pump was programmed to deliver an unspecified antibiotic at a rate of 100ml/hr with a volume to be infused (vtbi) of 100ml. The nurse left the room and returned when the device sounded an alarm for vtbi complete. At that time, the nurse noted that an unspecified volume of medication remained in the container. The nurse reprogrammed the device to deliver a vtbi of 25ml at a rate of 100ml/hour. The nurse returned at an unspecified time after the device sounded an alarm for vtbi complete. At this time, it was noted an unspecified volume of medication remained in the container. The device was reprogrammed to deliver a vtbi of 25ml at a rate of 100ml/hour. The delivery was completed without further incident. There were no adverse patient effects and no medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation could not confirm the customer's reported event of an underdelivery. The device passed all testing including delivery accurancy. This report represents all the information known by the reporter upon query by hospira personnel.